Manufacturer narrative:
This device (lot i0306141) is distributed outside the united states; however, it is similar to the united states prod. A report was rec'd a cypher stent was associated with stent fracture. The event involved a pt of unk age, gender and medical history. The indication for admission to the hospital is not known, however, a coronary arteriogram revealed a slightly calcified lesion in the mid right coronary artery. No other vessel or lesion characteristics were reported. The lesion was implanted with a cypher select 3.50 x 28 mm stent. It was reported the stent fractured during post-dilation. The account reported the fracture "lead to injury of the pt but it was not significant." No info has been provided regarding the injury or the device used for post-dilation. Procedural films have been requested without response. The prod remains implanted in the pt and thus not available for eval. A device history record review was performed and showed that this lot of prod met all requirements per the applicable mfg quality plan. Base upon the limited info provided, it is not possible to conclusively determine the cause of the thrombosis, however; there are lesion factors that may have contributed to it.

Event description:
The target lesion was the mid right coronary artery (rca). The lesion was slightly calcified. The stent fractured inside the pt during post-dilatation. The procedure was successfully completed with no pt injury.